Event description:
I began using invisalign on (B)(6) 2013. I vomited (B)(6) I began to feel abdominal cramping and bloating that kept worsening. I vomited again on (B)(6). By (B)(6) I was so fatigued, nauseated and still experiencing cramping. On (B)(6) 2014, I saw the dentist and received more invisalign trays. Within a few days, I had severe abdominal pain, acid reflux, regurgitation, heavy feeling on my chest. I saw my primary care physician on 02/05/2014 and she performed blood and urine tests. My pain kept worsening in my chest and stomach even after taking mylanta, zofran, pepto bismol, and pepcid. I had an abdominal ultrasound performed on (B)(6) 2014 and the technician commented on how she saw I was in pain especially around my right rib cage. During the exam my breathing and pain worsened but still continued to wear my invisalign. Then results came back normal notified my dentist on (B)(6) 2014 then said to stop wearing them to see if symptoms improve or worsen. By (B)(6) 2014, all of my chest pain, breathing pains and abdominal pains went away. I no longer needed to take any medicines. On (B)(6) 2014, I returned to my dentist and received another set of invisalign trays that were supposed to help with those who have an allergy or sensitivity to the first set provided to me. Within an hour of wearing the invisalign I started belching, regurgitating and experienced acid reflux and regurgitation. I called my dentist and he said to stop wearing and to consider seeing an allergist and getting traditional metal braces.